Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during endovascular embolization, an enterprise2 4mmx16mm vascular reconstruction device (product code: encr401612, lot number: 8779795) was advanced to target position and started to release, but distal markers of the stent were converged which could not be opened. The doctor only retracted the stent alone and switched to a new one to complete the surgery. The microcatheter (mc) was not replaced. The surgery was prolonged by about 10 minutes. Additional event information received on 14-may-2026 indicated that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was resistance during advancement of the device. The stent did not appear damaged. There was vessel tortuosity that may may have contributed to the incomplete expansion. There was no additional intervention performed to attempt to expand the stent. The incomplete expansion did not result in stent migration or embolization of the stent. There was no blood flow restriction. The 10 minutes procedural delay did not result in a patient adverse consequence.